Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the catheter became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the catheter became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two pieces. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Device analysis observed a complete separation at the shaft and collar with the ptfe fully pulled out from the collar. In addition, it was noted that the tip was misshapen with slight delamination. Inspection of the rest of the device found no damage or defects.